Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline, system crowbar auxiliary 3.2. A field service engineer (fse) disconnected drawer and boot successfully, then fse replaced both the drawer board and half height (hh) pyxibus module controller (pmc) for drawer 3.2. Both boards not working and no light emitting diode (leds) lights were on. So, the fse turned the station back on and assigned the drawer to its corresponding spot. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, power supply unit had an issue, which located on usc7d1. The customer verified that the outlet unit was plugged and was receiving power. The fan at the back of the device intermittently started to spin and then stopped every few seconds. The machine was completely down. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.